Event description:
A us distributor contacted zoll to report that a patient developed sores under her breast, the right one being worse that the left. There was no alleged device malfunction contributing to the irritation. Patient had received helped her aide for the sores. Patient was using comoseptene and had intradry applied at a the hospital. There are no allegations that the sores caused, contributed, or extended patient's stay in hospital. Follow up indicated that the irritation has improved.